Manufacturer narrative:
(B)(4). Analysis was normal. No anomalies were found. (B)(4).

Event description:
It was reported that during a follow up, low sensing was observed. The lead was explanted and replaced. The patient condition was fine.